Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that a vns pt was admitted (B)(6) 2011 to the hosp because of an infection at the generator site, which spread all the way up to the neck. The pt was experiencing pain and redness on the skin because of the infection. Cultures were taken that confirmed the presence of (B)(6). The pt's generator and leads were explanted on (B)(6) 2011, and the pt was treated with IV antibiotics. It was reported that the pt was "doing much better now, but will not be reimplanted for a few months." Later, info from the physician indicated that the relationship between the vns and the infection was not known, and there had been no reported trauma that could have caused the infection. A review of the MFR's design history record for the leads and generator found that both had been properly sterilized before shipping.